Event description:
During an in-clinic follow-up, increased capture threshold and loss of sensing were observed on the right ventricular (rv) lead. Additionally, the patient experienced phrenic nerve stimulation. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events of ¿poor ventricular sensing and a high threshold¿ and extra cardiac stimulation were reported to abbott. As received, a complete lead was returned in one piece. The reported event of ¿poor ventricular sensing and a high threshold¿ was confirmed. Visual and x-ray examinations of the lead found clavicle crush damaging the inner and outer insulations and fracturing the outer coils filars distal to the suture sleeve tie impression. The cause of the reported event of ¿poor ventricular sensing and a high threshold¿ was isolated to the damaged insulations and fractured outer coil filars consistent with clavicle crush.